Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device showed no ECG wave. The device was in use on a patient and there was no adverse event to patient or user.